Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of event was not reported. On the same day as the event onset, the patient was hospitalized for the event. On unreported date, the patient was treated with amikacin and heparin (intraperitoneal, doses, frequencies and durations were not reported) for peritonitis. Nine days after the event onset, the patient was discharged from being hospitalized and was recovered from the event. Pd therapy was ongoing. No additional information is available.